Manufacturer narrative:
Pump passed the displacement test. However, unit unable to communicate to test minilink and the glucose sensor simulator to verify lost sensor alarm and carlink problem isolated to the y1 to the rf board. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. In conclusion, unit received with no communicate minilink uploading issues bayer bg meter was confirmed. For additional information regarding the tests performed refer to (B)(4) appendix e. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported uploading issues. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-754wws was returned for analysis.